Event description:
A malfunction alarm was reported. There was no reported adverse impact on the customer's blood glucose level. After the issue was diagnosed, the customer received assistance from technical support to reset the pump, which resolved the malfunction, and they were advised to continue using the pump and to call back if the issue recurred.